Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the gel mod-rnd 300cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 4 2022, additional information was received indicating the patient underwent device removal on (B)(6) 2022. The patient's age at the time of event was identified as 71 years old. The rupture was found to have occurred on the left side. On feb 15 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted product was identified as lot number 6469900, serial number (B)(6). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 22, 2022, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both device lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 6469900: manufacturing date: 03/may/2011. Expiration date: 30/apr/2016. Lot number 6491295: manufacturing date: 19/jul/2011. Expiration date: 31/jul/2016. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 300cc and experienced rupture (side unknown) post-operatively, which was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both device serial numbers were reported ((B)(4)), but it is unclear which belongs to the impacted product. If additional information is received, a supplemental report will be submitted.